Manufacturer narrative:
A getinge field service engineer (fse) after arriving at the site, it was found that the equipment was normal and there was no fault. The customer was advised to use the equipment in a standardized manner.

Event description:
It was reported that during use the cs100 intra aortic balloon pump (iabp) the waveform line is intermittent. No casualties reported.